Event description:
It was reported that during an unknown procedure, device would not fire and the jaws would not open after firing once. Another device was used to complete the procedure. No adverse consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). Malformed clip, jaws unable to open-open after assisted. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; one malformed clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. Please note that an investigation has been initiated to address the potential root cause of this issue. The device locked as intended, but the orange indicator did not show up completely. The batch record was reviewed and no anomalies were noted during the manufacturing process.